Event description:
Report received of a hole in butterfly tubing. The physician was performing an ommaya reservoir puncture for installation of 0.4 mg of topotecan. At the conclusion of the cerebro spinal fluid aspiration procedure, bubbles were noted in the tubing. The needle was removed and inspection revealed one small area with a drop of fluid seen extravasating from the tubing. The wall of the tubing developed a white pattern/lesions which did not move when fluid was pushed through after removal from the pt's head. A second butterfly from the same batch was placed and approx. 1.5 cc of the 10 cc of topotecan containing medication had been given when the set was removed due to bubbles and change of color again noted. A butterfly needle from a separate batch was obtained and placed, when no bubbling or change in character of the tubing was noted, the remainder of the topotecan was administered through this third puncture site. The needle was removed and neosporin placed over the puncture sites. Customer contact states there have been no report of infection and no reported pt sequale due to this event. No further info was available.